Event description:
There was an allegation of a questionable digoxin result from the cobas c 503 analytical unit. The initial result was 0.45 g/l for a sample that was expected to have a negative result. As the results did not agree with the patient's clinical picture, the sample was sent to another laboratory where it was tested with abbott methodology and with mass spectrometry. No specific data was provided, but the results were considered to be negative.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6) . The customer tested other samples that were expected to be negative and the results were between 0.35 and 0.55 ug/l. The customer then replaced the regent and recalibrated the assay. The results were then negative. The investigation is ongoing.

Manufacturer narrative:
The investigation found the last assay calibration before the event was performed on 14-dec-2023. Per product labeling, a full calibration is to be performed after reagent lot change or as required following quality control procedures. In previous investigations, it was found that the recovery of calibrator b with a concentration of 0.5 drifted from 95% to 118% within 7 weeks. The customer data shows a drift of approximately 0.2 ng/ml within 6 -8 weeks. The investigation determined the drift could influence low values around the limit of quantitation (loq) of 0.4 ng/ml and samples with results initially found below the loq when measured shortly after calibration can generate results above the loq if measured at a later point after calibration.